Event description:
Physician reports late seroma. The device has been explanted. This relates to the right side. Physician reported "there is no alcl", "cytology with an inflammatory background without evidence of malignancy in the sample".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, white particles on the surface of the shell, crease flat. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reports late seroma. The device has been explanted. This relates to the right side. Physician reported "there is no alcl", "cytology with an inflammatory background without evidence of malignancy in the sample".

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "late seroma". Additional information: initial reporter phone number: (B)(6).

Event description:
Physician reports late seroma. The device has been explanted. This relates to the right side.